Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils and a px slim delivery microcatheter (px slim). During the procedure, the physician advanced a ruby coil into the target location and found that it was not the correct size. Therefore, the ruby coil was removed. While advancing the next ruby coil to the target location, the ruby coil became stuck inside the px slim and the physician noticed that the coil was unintentionally detached inside the px slim. Therefore, the px slim containing the ruby coil was removed from the patient and the coil was flushed out of the px slim using saline solution. The procedure was completed using a smaller size ruby coil and the same px slim. There was no report of an adverse effect to the patient. While performing the final radiological control to observe the patency of the right renal artery, the physician reported that part of the ruby coil went through the aneurysmal neck, invading the lumen of the right renal artery. However, no further action was taken.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2023-00400.